Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was determined the lead had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.